Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacements of the system's ventilator control board, drive gas assembly, and drive gas sensor interface board. The system inspiratory check valves were reseated. System was safety tested to factory specs.